Event description:
It has been reported that during the procedure the hypotube kinked resulting in difficulty with deflation of the occlusion balloon. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to 4.5mm to occlude the vessel. The physician inserted a stent delivery catheter and successfully placed the stent. The physician removed the stent delivery catheter and attempted to insert the aspiration catheter and the physician felt resistance at the joint on the hypotube. The physician attempted a second time with no success. The physician removed the aspiration catheter. The physician opened a single aspiration catheter and attempted to advance that over the hypotube and the same event occurred. The physician removed that and attempted with a third aspiration and still no success. During the third attempt with the aspiration catheter the hypotube kinked. The physician was unable to aspirate the vessel and attempted to deflate the occlusion balloon and it would not deflate. The physician used the deflation method referenced in the instruction for use and cut the hypotube and the occlusion balloon deflated. The pt's blood vessel had slow flow as a result of the particulate that was not able to be aspirated from the vessel. The pt was treated with medication and responded well.